Manufacturer narrative:
Device is combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous, mildly calcified and 3.00mm in diameter left anterior descending artery. A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element, mr, ous 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first distal stent strut row, stent struts were lifted. The undamaged section crimped stent maximum outer diameter measurement was taken and the result was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous, mildly calcified and 3.00mm in diameter left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.